Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device continuously alarmed and stopped ventilation during use. There was no patient harm or serious injury reported as a result of this incident.